Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports.

Event description:
On (B)(6) 2013, the reporter stated that the nurse found the catheter shorter than before when she removed pegasus after infusion. About 9 mm part was missing. On (B)(6) 2013, the patient received a CT of the arm. On (B)(6) 2013, the patient received a CT of the chest. The missing part was not identified. Additional information received via email from the country coordinator on (B)(6) 2013, the patient was a (B)(6) boy. In the morning of (B)(6) 2013, the patient was in the hospital for an appendix resection. A pegasus was inserted. On (B)(6) 2013, an x-ray was performed on the patient but the missing piece of the catheter was unidentified. The patient was still in hospital and under observation.